Event description:
The customer reported they were able to edit a beam that was not supposed to be editable.

Manufacturer narrative:
Comments: a locked beam was edited when using the "create opposed beam" function. Analysis has shown there is a safety implication because beams in a "locked" group can be moved and then changed/edited. It is possible this might go undetected and give an inaccurate picture of the composite treatment plan. No mistreatment or adverse event has been reported for this issue. Corrective action pending: an important notice is being prepared to alert customers to this issue.